Event description:
The facility reported an infusion pump with an 812:02 failure code. The hospital representative stated to the baxter service facility that they have no record of any patient incident involving the pump since the last baxter service event. Details were not provided regarding patient status, medical intervention, patient injury, medication involved, tubing product code, infusion rate or set up of the infusion device.